Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g362 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot g362 for the reported issue shows no trends. Trends were reviewed for complaint categories, pto leak and alarm #1: air detected. No trends were detected for each complaint category. Photographs were provided by the customer for evaluation. The smartcard was not returned; therefore, the alarm #1: air detected could not be verified. A review of the photographs confirm the pto leak as blood is seen leaking from the return pump tubing. The photographs show the return pump tubing has disconnected from the t-connector. A material trace of the components used to build lot g362 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely the return pump tubing disconnecting from the t-connector. The cause of the tubing becoming disconnected could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: 037687. P.t. (B)(6) 2019.

Event description:
The customer called to report a pump tubing organizer (pto) leak during the treatment procedure. The customer stated they received an alarm #1: air detected alarm and noted air in the filter and return line. The customer stated they would run a saline bolus into a separate bin to clear the air when they noticed blood leaking from under the pto. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer discarded the kit and returned photographs for investigation.